Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump passed the self test, unexpected restart and operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.